Event description:
Surgeon reamed to 55m and implanted a 54mm trident psl cluster cup. Attempted to seat ceramic linter but toggled an unable to seat. Used bone punch and then dedicated impactor to finally seat the liner. Surgeon commented that the pt's bone was hard. No further medical intervention was required and there was a delay of 15 minutes.

Manufacturer narrative:
The device is not available for evaluation as it is still implanted. Additional info has been requested and if received will be provided in a supplemental report.